Event description:
It was reported that there was a lot of blurring when attaching to the drill. It was a situation where the axis was blurred. When used with a variable guide, it was not possible to drill safely. The surgeon used a new product and the case is completed. No patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the two devices are slightly bent, resulting in the devices oscillating when spinning. Based off the information provided, the most likely cause is attributed to misuse due to user-applied mechanical forces.